Event description:
Healthcare providers had three IV infusion sets malfunction in the middle of infusion. Was there an issue with the IV sets that caused malfunction? Yes. Were the IV sets kept or disposed of? Disposed of. Was the IV set malfunction related to human error? No. Was the IV set malfunction related to the pump? No. Was the IV set malfunction related to the IV medication bag?- is pharmacy aware? No. Name of equipment: ICU medical primary plum set list no. 14687-28. Was someone directly operating device at time of event: no. Event alarm related: n/a. Did the event involve a medication or other substance: yes, chemotherapy. Is this a lab product: no. Was this a single use device that was reprocessed and reused on the patient: no. Was the device saved: no. Was the packaging saved: no. Is the device available at the facility for evaluation: no (there are other sets of IV tubing. The ones that malfunctioned were disposed of). Does the item have an asset tag: no